Event description:
On (B)(6) 2022, neotract was made aware of a patient who had received a successful prostatic urethral lift (pul) procedure. During the procedure, the physician was unable to successfully deploy an implant and removed the implant delivery device from the patient. On (B)(6) 2022, during the complaint investigation it was noted that 20mm of the needle was broken, but had been returned with the device and was fully accounted for. The procedure was completed and no patient adverse events were reported.